Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. On (B)(6) 2016 a lead alert triggered due to out of tolerance right ventricular (rv) coil impedance. Rv coil impedance rose to 102 ohms up from a trend that had been in the 76-95 ohms range. (B)(4).

Event description:
It was reported that an alert was triggered due to high, out of range defibrillation impedance on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.